Manufacturer narrative:
No service was requested. According to information from the user, no further issue has been observed with the ventilator. No parts have been replaced. No ventilator logs were provided. The reported tandem use of a hfjv implies that the hfjv is connected to an et tube adapter and it induces a ¿jet¿ of gas out of the adapter into the airway. The measured inspiratory values would be as per the set parameter values but the measured expiratory values would include the values of the hfjv and therefore, the measured expiratory values would not reflect the parameter settings and will lead to generation of appropriate alarms. The use of a hfjv in tandem with the ventilator has not been tested, approved, or recommended for use with this ventilator system. Therefore the consequences of its use with our ventilator are unknown.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment, the o2 concentration was fluctuating when the ventilator was run in tandem with a high frequency jet ventilator (hfjv). There was no patient harm. Manufacturer's ref #: (B)(4).